Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having gum recession that has developed as a result of the aligner treatment. They were seen by their dentist who identified tissue damage and explicitly advised that the continued use of the aligners poses a risk to their periodontal health. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.